Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with an acute myocardial infarction. The 75% stenosed lesion being treated was located in the calcified, moderately tortuous, proximal left anterior descending artery (lad). The physician implanted a 2.75x20mm promus element stent in the target lesion. The stent was well apposed. Approximately 7 days later the patient returned to the cath lab to treat a residual stenosis noted in the mid lad. Te mid lad was dilated with an unspecified balloon. The physician advanced a non-bsc guide catheter to the target lesion, however it came into contact with the implanted stent. The implanted stent shortened approximately 5-10mm. Intravascular ultrasound was used to confirm the deformation. The procedure was completed by implanting another promus element stent in the mid lad and non-bsc stent in the proximal lad. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).